Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose (bg) level was "high" (specific value was not provided). Customer did not address "high" bg due to occlusion at the time. Reportedly, customer changed the pump supplies multiple times to resolve issue and resumed insulin delivery.